Event description:
During delivery into the patient's eye, this lens exited delivery device incorrectly and was damaged. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00403 for intraocular lens used with this delivery device.